Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead failed to be placed in the left venous access during the implant procedure. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.